Event description:
It was reported that the right atrial lead threshold was high. The lead was capped and replaced. It was also reported that the left ventricular lead threshold was chronically high, however attempts to gain access to the coronary sinus were unsuccessful so the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947-65 lead, implanted (B)(6) 2011; d224trk ICD, implanted (B)(6) 2011. (B)(4).